Event description:
Upon initiation of buypass, the first gases indicated the blood to be acidotic. Bicarb was administered, and venous sats continued to deteriorate and the blood continued to darken. Bypass was stopped and the oxygenator was changed sout. Attempts to wean the pt were unsuccessful and despite maximal instropic support and iab support, the pt require ECMO suport.